Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the scratched outer tube was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction flickering image was due to broken charged coupled device and the most probable root cause of the malfunction scratched outer tube was traced to be stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had flickering image. The event had occurred during inspection for use. There were no reports of patient harm.